Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Multiple doses of cement were utilized during this reported event. Therefore, (B)(4) was submitted in three separate reports in regard to this patient¿s experience.

Event description:
Blood pressure decreased after bone cement insertion. Patient was death.